Manufacturer narrative:
Per the tandem user guide: "delivering large boluses or delivering multiple boluses back-to-back may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Pay attention to iob and the bolus calculator recommended dose before delivering large or multiple boluses." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 49 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed honey, pop-tarts and orange juice to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and that the customer had manually given a large correction bolus, contributing to the low bg. Customer acknowledged that the pump was functioning as intended. Reportedly, customer continued to use pump for insulin therapy.